Manufacturer narrative:
Results - missing screws.

Event description:
It was reported by service report that the right calf upright assembly would not lock. No pt involvement or adverse consequences were reported.